Manufacturer narrative:
After further review MFR#(B)(4)is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported while using bd lsrfortessa¿ waste leaked outside of instrument. There was no impact to user. The following information was provided by the initial reporter: customer report malfunction of the waste drain pump/probe. Waste spills over. Was the leak fluid or air? Fluid was the leak contained within the instrument? No was there spray of fluid under pressure? No what was the fluid that leaked? Waste did biohazard leak before or after waste line? After was the waste mixed with decontamination or bleach? No was the customer/bd personnel physically in contact with the fluid? No

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd lsrfortessa¿ waste leaked outside of instrument. There was no impact to user. The following information was provided by the initial reporter: customer report malfunction of the waste drain pump/probe. Waste spills over. Was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Waste. Did biohazard leak before or after waste line? After. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No.